Event description:
The pt was admitted to the hospital on (B)(6) 2014 for hypoglycemia. The nurse stated the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy while in the hospital. As of (B)(6) 2014 the pt is currently still hospitalized. Medical records have been requested.

Manufacturer narrative:
Based on the info, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the MFR for analysis. A supplemental report will be submitted upon completion of the plant's investigation.